Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that during an unscheduled clinic or office visit on (B)(6) 2020, the patient reported worsening urgency and frequency. Believes the interstim no longer working as well as it once did. Due to the covid pandemic, the patient has not been in for programming for a while. Here on (B)(6) 2021 for an interstim visit. The battery was checked showed the device was off. Subject was not aware of this. Device was turned back on; will see how well this brings back their urinary control. If not, they will go back through the programs. The event is still ongoing. No further information was provided.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that subject in office (B)(6) 2022; after surgery for stricture which did improve his symptoms somewhat. However, he expressed that is no longer sure interstim is working and if it even turned on. Per emr note he was to go forward with trying to cycle the device and re-assess if it is truly helping him or not. Back in office (B)(6) 2023; not states interstim not working for him. Note states he device interrogated; however, there is no documentation of a visit with the medtronic rep. Subject chose to move forward with removal and replacement with axonics. This was completed on (B)(6) 2023. Resolved without sequelae (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.